Event description:
It was reported that the user¿s ilet device was shattered by another individual, resulting in physical damage to the hardware and the need for a replacement device to be sent to a healthcare facility. Symptoms included no reported adverse clinical effects. Outcomes included no reported alerts or alarms and the arrangement of a replacement device shipment with the original device not yet recovered. Investigation included review of the user¿s report regarding external physical damage and logistical follow-up for replacement and return process. Investigation of this case revealed that the device sustained external impact damage leading to a broken screen and loss of function, with no evidence of device-related malfunction prior to the damage. It was concluded, based on previously established findings for similar reports, that the cause was external physical damage unrelated to device design or manufacturing.